Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend instrument stopped working and became stuck while attempting to remove and release tissue. The technical service engineer (tse) checked the logs and found no emergency stop was pressed. The customer was able to remove the instrument. The procedure was completing as planned with a backup vessel sealer extend instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the jaws were stuck on tissue. The customer wiggled the instrument to free the tissue from the jaws. The emergency stop button was not pressed. There was no unexpected tissue removal and no bleeding observed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.